Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support to reset the pump, which resolved the malfunction issue. The pump code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappeared.